Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_recharger_acc, product type recharger. Product ID 977a260, serial# (B)(4), product type lead. (B)(4).

Event description:
It was reported the patient was having a lot of pain after the system was implanted. The reporter stated the MRI was not related to the patient¿s device or therapy. The reporter further stated they were not sure why the patient had pain and they were not aware of any stimulation system complaints. Additional information received reported that there were no problems with the implantable neurostimulator (ins) during or after the MRI. The reporter stated they did not know the results of the MRI. Additional information received reported the patient was feeling a strange sensation in their feet that they thought was uncomfortable while stimulation was off. It was noted the impedances were within normal limits. It was further noted that no malfunctions were seen and the cause of the issue was not determined. The reporter stated the patient was reprogrammed. The reporter further stated the patient was instructed to keep stimulation off for now. It was noted the patient contacted their healthcare professional (hcp) today stating they had some type of spasm. Additional information received reported the patient had stimulation in their abdomen, legs, and feet even though the ins had been turned off for seven days. It was noted the patient was unable to feel their feet and had fallen three times. It was further noted the patient had swelling in their ankles and developed bowel incontinence since implant. It was noted the location of the symptoms or issues was bilateral ankles and feet. The reporter stated the patient scheduled an appointment with another hcp for a second opinion. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.